Event description:
Reporter indicated a vns dell x5 computer was able to successfully interrogate two test model 102 generators, but would not interrogate two test model 103 generators. When interrogating the model 103 test generators, the computer displayed a "error executing sql statement: insert into paramsdata" message. Performing a hard reset on the computer did not resolve the issue. The model 103 test generators were able to be successfully interrogated with a different vns computer system. The computer and flashcard have been returned and are pending analysis.

Event description:
Analysis on the returned products was completed on (B)(6) 2012. An analysis was performed on the returned flashcard and the reported allegation was verified, but is not associated with the v8.0 software or upgrade. During the analysis it was identified that the software would display sql error messages following an interrogation with a 103 generator. The cause for the sql errors is associated with a corrupt database. The paramsdata table had an extra column named pardatax. This column is located where the par_data2 column should be. The par_data2 column is used by 103 generators to store additional data. When a 103 generator was interrogated, the handheld software would attempt to write to the para_data2 column, but couldn't. As a result a sql error was generated. Since the 102 generators do not use the par_data2 field, the handheld would not display an error because it would not attempt to write to that column. The cause for the file corruption is associated with a previous v7.1 software update being interrupted during the database migration. No anomalies associated with the v8.0 software were identified during the analysis. The software performed as expected and transferred the corrupt database from the v7.1 software to the v8.0 software. No other anomalies were identified. Analysis on the handheld was also completed and a communication issue was identified. This will be reported under manufacturer's report # 1644487-2012-03213. No anomalies, relating to this reported event were identified with the returned programming handheld.